Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
.

Manufacturer narrative:
(B)(4). Customer used a competitor's product previously. The analysis results found that the device was received in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an esophageal resection procedure, a device was used to create the gastric tube to reconnect the food passage. The staple height selector of the device was set to green. The device was closed over the stomach and fired. On the gastric tube, two staple lines were properly formed, whereas one staple line remained totally open. The open staples where pulled out one by one with a forceps; a running suture was applied. Unknown how case was completed. There were no adverse consequences for the patient.